Event description:
I was using complete moisture plus and it was harming my eyes and I didn't know that it was this product. I had to go to the dr and he prescribed drops for the irritation. My eyes were very irritated and I had to purchase contact lenses again because this product infected them. Dear sirs: the purpose of this letter is to report that I was using the product complete plus, and it was affecting my eyes. I didn't know that it was the product until I saw it on the news. I went to the dr because when I wore the lenses, my eyes hurt very much. I had to buy four (4) pairs of contact lenses because I thought it was the lenses. I was prescribed drops. I want a refund for the solution that I bought because when I went to the store to complain, they told me they have nothing to do with your company. I also want a refund for the visit to the dr in addition to the cost of the drops. I also want a refund for the contact lenses that I had to throw away. I also had to be absent from work for three (3) days, that was money I lost because of the visit to the dr and resting of the eyes. I hope you can resolve this problem or I will have to go to a lawyer. Dose or amount: half bottle. Frequency: day & night. Dates of use: three weeks. Diagnosis or reason for use: contact lenses cleaning. Event abated after use stopped or dose reduced? 1. Yes.